Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric, de novo, with a <= 45 degree bend target lesion was located in the mildly calcified proximal to mid right coronary artery. The lesion was pre-dilated using a 2.4x15 maverick2 balloon catheter. A 4.00x16mm synergy¿ drug-eluting stent was then advanced but crossing difficulties were encountered. After the device was removed from the patient's body, it was noticed that the distal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.